Manufacturer narrative:
(B)(4). Other devices used: catalog #00630505840, zimmer trilogy acetabular liner, lot #61258654; the following products were manufactured by zimmer b.v., ponce, pr: catalog #00625006535, zimmer self-tapping bone screw, lot #61283942. Catalog #00625006525, zimmer self-tapping bone screw, lot #61313558. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing significant propionibacterium acnes infection.

Manufacturer narrative:
The device history records were reviewed for the related lots and were found to be conforming. No product was returned as these remain implanted therefore the condition of the implants are unknown. These devices are used for treatment. A complaint history search identified no additional complaints for the part-lot combinations, apart from those associated with this patient. A review of the progress notes found that it was 10 days post surgery that 3 out of 4 tissue specimens revealed propionibacterium acnes. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified devices caused any patient infection. A definitive root cause cannot be determined with the information provided.